Event description:
New information received notes that the right atrial lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that the patient presented for revision of the right atrial lead due to high increased capture threshold. However, the procedure was postponed due to an unrelated patient condition. Programming interventions were made. The patient was in stable condition.